Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when a device reset to backup vvi was observed with high voltage therapy disabled. Device information indicated that a power on reset had occurred. A firmware download was performed and the device was restored to normal operation. Upon further investigation, device replacement was recommended. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory via review of the device image and was due to a power-on reset (por). The por was reproduced during temperature chamber testing. The root cause of the por was not conclusively determined. (B)(4).